Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a piece of keypad was observed to be missing under the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad buttons were found to be fully functioning. The keypad was removed and no button contact defects were found.

Event description:
It was reported that down arrow keypad button was unresponsive. There is no additional information available about this complaint. The complaint is being reported because, unresponsive buttons have been known on occasion to contribute to a patient event.